Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) model zcb00 was implanted into the patient¿s ocular sinister (left eye). Due to complaints of patient did not tolerate monovision. The iol was explanted in a secondary surgical procedure and replaced with a jnj lens model diu225 12.0 diopter. The decision to explant the iol was not due to a product quality issue. There was no capsule tear, no incision change, no injury, no sutures, and no vitrectomy. Patient prognosis lens exchange was reported as 20/20. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: date is between (B)(6) 2024 and (B)(6) 2024 (iol implant and explant dates). Device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 27-jun-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. The lens was inspected under magnification. The complaint device was received cut in half. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. Complaint issue "dissatisfied" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.